Manufacturer narrative:
Customer returned unused samples for investigation. Pending final investigation on returned samples.

Event description:
It was reported to customer service of fresenius medical care that the end of the adapter that goes into the patient's cvc broke off in the cvc lumen. This occurred at the patient's home when the care partner/wife was obtaining monthly lab work. The end of the lumen that goes into the pt's catheter got stuck in the end of the pt's lumen. Care partner reports that she had to wiggle it back and forth for several minutes before it released. No injury to the patient. It did not break off as previously thought.